Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam.the patient alleged seeing particles in the device. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported received an issue related to a CPAP device's sound abatement foam alleging visualization of particles in the device. There was no report of patient harm or injury. The patient also alleged having lung cancer.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The manufacturer previously received information alleging a CPAP device's sound abatement foam. The patient alleged seeing particles in the device and having lung cancer. There was no report of patient harm or injury. The reported event of visualization of particles, lung cancer, and history of "copd asthma or other chronic lung disease" and its reported severity was reviewed by the pms clinical expert. This event is assessed as not related to the device in this case. Based on the available information, the manufacture concludes no further action is necessary. There was no medical intervention required by the patient. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section h6 updated in this report.